Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the pump to be in an okay condition with the right plunger case cracked. The tamper sticker was void. A review of the device event history log found that a check clutch error had occurred. During functional testing, the device underwent flow and occlusion tests; the reported error could not be duplicated. Investigation was unable to determine the root cause of the check clutch error. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion 500 syringe pump had an alert to check the clutch plunger level. No patient injury was reported.